Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the verbatim this is a complaint about crack found in maxzero connector during use.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mz1000 sample was received without packaging for investigation. The customer did not provided any information regarding the lot, however they reported that a crack in the maxzero was identified during use. The returned sample was subjected to pressure testing, which confirmed the customer's experience; leakage was observed from the female luer adaptor (fla) of the maxzero. Further visual inspection confirmed that cracks were present along the length of the fla of the maxzero (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 component in the past 12 months.